Manufacturer narrative:
Concomitant medical products: product ID: addr03 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed occasional p-wave undersensing during atrial arrhythmia episodes. It was further reported that the transmission report indicated that several years ago, the right atrial (ra) lead had a high threshold measurement; however, several months later, the threshold measurement was within normal limits. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.